Event description:
Caller alleged lot to lot variability between two (2) inratio inr results.results are as follows:date inratio inr inratio inr(B)(6) 2014 2.1 (lot # 352716) 2.5 (lot# 358566) therapeutic range: 2.5 - 3.5. The time between testing was minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for lot#358566 were reviewed and there were no issues related to this complaint. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time